Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be due to excessive electrical leakage from a filter, designator fl9 from the analog pcb assembly. This caused the internal hlc batteries to become depleted.

Event description:
It was initially reported that the customer's device was showing the charge-pak icon. After an evaluation of the device, it was observed that the internal hlc batteries has been depleting due to electrical leakage of an internal component. This would eventually lead to the device not having sufficient power to provide effective defibrillation therapy to a patient, if needed. There was no patient use associated with the reported issue.